Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02421 and 3005099803-2010-02693 for the other associated device information. It was reported to boston scientific corporation that three jagtome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutwire became detached from the distal tip however the proximal end of the cutwire was still connected to the device. A second jagtome was obtained and failed in a similar manner. A third jagtome was obtained and tested outside the patient, the physician felt the device was not bowing and unbowing completely. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, patient age, date of birth and weight are unknown. Patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire along with the anchor assembly was dislodged from the distal pierce hole. The cutting wire was discolored and distal end of the cutting wire attached to the anchor appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned incident device was consistent with the complaint that the cutting wire detached from the tip of the device. The detached cutwire/anchor assembly remained with the device. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02421 and 3005099803-2010-02693 for the other associated device information. It was reported to boston scientific corporation that three jagtome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutwire became detached from the distal tip however the proximal end of the cutwire was still connected to the device. A second jagtome was obtained and failed in a similar manner. A third jagtome was obtained and tested outside the patient, the physician felt the device was not bowing and unbowing completely. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.